Event description:
During a low anterior resection procedure, the safety did not release and instrument did not fire. The surgeon applied another device without pt injury.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.